Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information is currently not available. Trend analysis: no trend considering the following event is identified: plate breakage, screw migration. It was determined that the plate is of one of these four part numbers: 28.14.105, 28.14.106, 28.14.107 or 28.14.108. Therefore a trend analysis on all four part numbers have been performed. No trend analysis on the lot number could be performed as it remains unknown. No trend analysis for the screw could be performed as no item number is available. DHR review for normed devices: normed medizin-technik (B)(4) is a medical device company located in (B)(4). Normed maintains a quality management system for design, manufacture and final inspection of the respective devices /device categories in accordance with mdd annex ii and which fulfils the requirements of iso 13485:2012. During the final inspection of products at normed, the inspection of each batch was performed according to established inspection plans. Only if all inspection characteristics passed the final inspection, the release to market was granted and the products were transferred from the quarantine area to the warehouse. If a non-conformity was detected the affected parts were either reworked, scrapped or ¿ if possible ¿ a concession was granted. Therefore it can be concluded that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that a patient has been implanted with an ankle fix plus plate on (B)(6) 2016 and is planned to be revised on (B)(6) 2017 due to a fracture of the plate between the fastening of the tibia and the fastening in talus, which has been detected in (B)(6) 2017. Prior to the fracture, the patient began having inconvenience and pain in (B)(6) 2017 and it was detected that an angle-stable screw had begun to protrude. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received. Review of product documentation: instruction for use (IFU): as the lot number of the implants is unknown, it cannot be determined whether the normed IFU or the zimmer IFU has been the packaging insert. Therefore, both documents have been reviewed. In the normed IFU it is described that as a general rule, indications and contraindications for the use of these components may be relative or absolute and must be carefully weighed, taking the overall condition of the patient into account including other alternative procedures. In both ifus the contraindications are listed, which are for example "serious damage to the bone structure, as well as degenerative disease processes that may interfere with the healing process". A nonunion and possible implant loosening or breakage are listed as adverse events. It was found that as the plate is an ankle fix plus plate, four possible part numbers have been determined: 28.14.105, 28.14.106, 28.14.107 or 28.14.108. The part number of the screw remains unknown. Root cause analysis: root cause determination using rmw: implant migration due to MRI interacts with titanium implant components: possible, as no medical records have been available, this cannot be excluded. Plate breakage due to lack of adequate strength not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Reduced biomechanical anchorage or disconnection of plates and locking screws due to lack of adequate design of mating components not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of plates and screws due to inadequate design for intended performance of device not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to explanted implant is used for new implantation surgery => possible, cannot be excluded as no patient stickers were available. Off label use leads to failure of surgery due to wrong/misleading information of labels, surgical technique and/or instructions for use not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Failure of surgery due to insufficient warning of side effects: possible, as it is unknown whether the patient did follow the post op instructions. Conclusion summary it was reported that a patient has been implanted with an ankle fix plus plate on (B)(6) 2016 and the plate has fractured between the fastening of the tibia and the fastening in talus after approximately 5 months in vivo. Prior to the fracture, the patient began having inconvenience and pain in (B)(6) 2017 and it was detected that an angle-stable screw had begun to protrude. The products have not been returned for an investigation. Moreover, no x-rays or surgical reports have been provided. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is possible that this delayed or non-union in combination with a biomechanical increased bending stress has led to the implant fracture. The forces might have been shifted to the plate causing eventually an overloading and breakage of the device. The postoperative instructions given to the patient regarding partial or full weight bearing are unknown and it is also unknown if the patient was compliant. Several factors, which are unknown for this patient, such as osteosynthesis type, comorbidities, etc. Might also have influence on the bone fusion process. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation once the revision surgery is performed. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown ankle fix plus plate on (B)(6) 2016. A revision surgery is planned for (B)(6) 2017 due to pain and breakage of the plate.